Event description:
It was reported that this pacemaker system displayed an increase in pacing impedance measurements on the right ventricular (rv) lead when the patient had magnetic resonance imaging (MRI). Subsequently, the pacemaker system exhibited high out-of-range pacing impedance measurements on the rv lead, which triggered a lead safety switch to unipolar mode. Reprogramming efforts were performed and the plain is continuing to be monitored. The product remains in service and no adverse patient effects were reported.